Event description:
It was reported by the customer that there were air bubbles going in on one of the sides of the bifuse.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E4. The initial reporter also notified the FDA on 04feb2026. Medwatch report is mw5183586.